Manufacturer narrative:
Correction: other details, device available for eval, device return to manuf , device eval by manufacturer, if other specify. Additional information: returned to manufacturer on, imdrf annex a, g, b, c and d codes. Omit: a140504 - inaccurate delivery (2339) h3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had an unknown accuracy in volume, temperature, and pressure. Syringe noted to have 11ml at end of shift, intended volume 9.78ml. There was patient involvement.

Event description:
It was reported that the device had an unknown accuracy in volume, temperature, and pressure. Syringe noted to have 11ml at end of shift, intended volume 9.78ml. There was patient involvement.

Manufacturer narrative:
Annex g:g07001. Annex g: g0200802, g04105.

Event description:
It was reported that the device had an unknown accuracy in volume, temperature, and pressure. Syringe noted to have 11ml at end of shift, intended volume 9.78ml. There was patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 16jun2018. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that device had an unknown accuracy in volume, temperature, and pressure. Syringe noted to have 11ml at end of shift, intended volume 9.78ml. There was patient involvement.